Manufacturer narrative:
.

Event description:
The hcp reported that after neurostimulator replacement and activation, the patient experienced worsening speech and had felt "cloudy in the head." The patient was advised to turn off the dbs system and to increase medication therapy pending follow-up. The patient had increased "his sinemet substantially, taking sinemet 25/250 three tabs seven times daily (=5250mg) and sinemet cr 50/200 seven times daily (=1400mg). The patient described nausea, no energy, confusion, depression and felt "bad." The patient had been admitted to the hospital and his sinemet medication was decreased; the dbs system was reprogrammed. Medication to treat depression was also prescribed (lexapro had been discontinued in 2007). The patient was discharged to home two months later, in satisfactory condition and the sae had been deemed resolved on the day before.